Event description:
It was reported that the etco2 module was reading "double co2 value." Per customer, it "seems to have been the cal gas set up." There was no information on patient involvement.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an etco2 module was reading "double co2 value" was not determined because no products or device logs were returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the etco2 module was reading "double co2 value." Per customer, it "seems to have been the cal gas set up." There was no information on patient involvement.